Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling, redness, and hyperthermia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine cream and then injected to the chin with unspecified juvéderm® voluma¿. After injection patient used cool pack. Several hours later patient developed severe swelling, redness, and hyperthermia at the chin on both sides. The injecting physician prescribed ciprofloxacin and prednihexal. Symptoms have resolved.